Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"The patient reported the orthodontist's evaluation noted tmj/joint popping/aches, class ii malocclusion of bite, class I skeletal, mild maxillary crowding, mandibular arch length inadequate, molar class I left & right, anterior teeth misaligned and therefore recommends orthodontic treatment with brackets. Patient initials: (B)(6) dob: (B)(6) 1992".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.